Event description:
Biolife medical affairs reported that donor stated that on a previous donation that occurred in 2002 donor observed red plasma within their pooling bottle collection container. The donor further stated that on the evening, after leaving the center, their urine was red. The donor stated that this happened only once that evening. The donor did not seek medical attention or report this on their next visit to the center. Info obtained from the donor center's records mentioned that red blood was seen in the plasma pooling bottle collection container after 691 mls of plasma was collected. The donor was disconnected from the procedure and saline was administered through the initial phlebotomy site. No documentation was present to determine if the reservoir contents, the concentrated red blood cells from the procedure, was returned to the donor prior to the donor being disconnected.